Manufacturer narrative:
Upon further evaluation, service found the subject device demonstrated corrosion. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the nozzle of the subject device was clogged. There was no procedure or patient involved at the time the issue was observed, as it was during regular device maintenance. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found the nozzle was clogged with a yellow viscous substance (foreign material). This report is being submitted for the foreign material.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the air/water nozzle of the equipment was clogged with yellow foreign matter. There was no physical damage where foreign matter remained and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.